Manufacturer narrative:
This report 1020279-2016-00114 was filed in error. It is a duplicate of MDR 1020279-2015-00247.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed to replace implant.